Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to the end of the wire created a hole in the side of the lead by the electrodes in the spiral.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Visual analysis noted a puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. Further, puncture is coming from guidewire entering the tip end. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to the end of the wire created a hole in the side of the lead by the electrodes in the spiral.